Event description:
Pt reported no longer hearing sound sensations after falling and hitting her head over the implant site. It was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled for 02/29/2000. The healthcare professional has been informed that the explanted device should be returned to MFR.

Event description:
Na